Event description:
It was reported while using a bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the tubing resulting in blood leakage. This occurred with two (2) devices. There was no report of adverse impact to the patient or the user.

Manufacturer narrative:
Investigation summary : bd received 11 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of leakage during to injection/blood/urine collection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on customer photos, but unconfirmed based on customer sample testing and retention samples. Bd determined that the root cause of the indicated failure mode was attributed to the tubing being loaded onto the wind-head and into the pocket incorrectly due to the tubing length being too long. This issue was identified using the production tracker and a memo is attached. The correction was performed by adjusting the tubing back to the proper length. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: additional procode: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the tubing resulting in blood leakage. This occurred with two (2) devices. There was no report of adverse impact to the patient or the user.